Event description:
It was reported that the device gave a cassette detect error. It is unknown if there was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual and functional testing was performed. Review of the event history log confirmed the reported issue. After attaching a filled cassette, the device alarmed cassette not attached. The downstream occlusion (dso) sensor was found to be faulty due to fluid residue. The dso sensor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.